Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that the blood glucose reached 400 mg/dl and found that the reservoir was full of air bubbles. The customer also reported that the blood glucose dropped 25 mg/dl and got unconscious. The customer's blood glucose was 177 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the reservoir was showing the less amount of insulin as shown on the status screen. The reservoir will not be returned for analysis.